Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, lens was unfolded in the eye. A scratch was noticed on the right periphery after insertion. Procedure was completed on the same day. There are x medical device reports associated with this event. This report is for 1 of 3. Additional information has been requested and provided that there was no patient harm and no hospitalization.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been three other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Photos were provided. What appears to be damage was observed near the optic edge. This damage has the appearance of a crack not a scratch. A qualified lens and handpiece were indicated with a non-qualified viscoelastic. The root cause for the reported damage may be related to a failure to follow the instructions for use (IFU). Photos were provided that appeared to show damage at the edge of the lens. The damage had the appearance of a crack. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Failure to follow this step may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).